Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4)/207523958, manufactured date: october 3, 2013, UDI #: (B)(4), 510k: k083124. The product analysis indicates there was no fault found with the mainframe. The reported issue could not be duplicated. The mainframe was tested and passed to manufacturing specifications. The 8253200 (patient interface, nim 3.0): the product analysis indicates the reported issue could not be duplicated. A broken cable clip and worn wave washer were replaced. The patient interface was tested with the customer's mainframe and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that interoperatively, the nim 3.0 response was stimulating intermittently when it should not have been. There was no patient impact. This regulatory report represents case 1 of 2. Case 2 of 2, (B)(4).